Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A customer reported that the device's battery would not charge. No known impact to patient at time of report.